Manufacturer narrative:
H6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 3024654 and bd complaint number 7416299 for missing sleeve label. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3024654 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3024654. Retention samples from batch 3024654 were not available for inspection. One unopened sleeve (10 plates) from batch 3024654 was returned in a box (time stamp 1700). The sleeve did not have a label. It is noted a legible plate print was on the bottom of each plate. Three photos also were received for investigation. Two photos each show the side of two sleeves with no visible label on either sleeve. The other photo shows the bottom of a plate from batch 3024654 (time stamp 1701) with the plate print featured for batch verification. The manufacturing process was reviewed for this investigation and there have been no changes to the sleeve label or labeling process for this product. Review of the manufacturing records for this batch did not find any deviations or interventions during the manufacturing process to indicate mechanical failures of the labeling process. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed. No complaint trend for missing sleeve labels has been identified; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was no label on the outside of boxes. The following information was provided by the initial reporter: affected lot: 3024654. How many total boxes of lot 3024654 did you receive? 3 boxes. How many sleeves were missing the label? 2 sleeves. Is this lot still in use? Yes. Customer is reporting that they received 2 sleeves of item 221261, lot # 3024654, that were missing the labels on the outside.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was no label on the outside of boxes. The following information was provided by the initial reporter: affected lot: 3024654. How many total boxes of lot: 3024654 did you receive? 3 boxes. How many sleeves were missing the label? 2 sleeves. Is this lot still in use? Yes. Customer is reporting that they received 2 sleeves of item: 221261, lot#: 3024654, that were missing the labels on the outside.